Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 463 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime, displacement, and high pressure tests passed. The insulin pump alarmed motor error during the rewind and squirted out insulin during priming. Nothing further was reported.

Event description:
Additional information received reported that the patient had felt the stimulation sensation higher than where his pain location was. Surgical observation on (B)(6) 2009 confirmed that the lead had migrated. The patient outcome was reported as resolved without sequela as of (B)(6), 2009.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
(B)(4)